Event description:
According to an unpublished article by a surgeon, following a tka where stryker navigation pins were utilized, pt developed a displaced femoral fracture 3 months postoperatively. The article reported the fracture occurred through the prior femoral pin placement site. The pt underwent retrograde femoral nail placement and has since recovered.

Manufacturer narrative:
The device was not returned for evaluation. X-rays on the fractured bone were obtained, although the pin holes were not readily visible.